Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imd49b58 implantable pacing lead: (B)(6) 1996. 6949 implantable tachy lead: (B)(6) 2006. Imd49jb45 implantable pacing lead: (B)(6) 1996. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.